Event description:
A discordant, falsely elevated calcium (ca) result was obtained on one pediatric patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. A new sample obtained from the patient was tested on the same instrument, resulting lower. The original sample was repeated on two alternate instruments, also resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens headquarter support center (hsc) specialist evaluated the instrument data and found no indication of reagent delivery or sample mixing issues. The cause of the discordant, falsely elevated ca result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.